Event description:
It was reported that t1 and t2 deployed together. No patient injury or significant delay were reported. A back up device was used to complete the procedure.

Manufacturer narrative:
"A (B)(4) fast-fix 360 curved needle delivery system device was reported on. The complaint stated: "it was reported that t1 and t2 deployed together." Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 2) inadvertent force involving twisting, bending manipulation of the delivery needle. 3) difficulty with reaching the desired tissue location. 4) disruption of sutures or anchors during depth limiter advancement. Additional information .